Manufacturer narrative:
Hamilton medical ag (B)(4). The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: during starting up the intellicuff device, the screen started to flash but no alarm sound was noticeable. The investigation-outcome states that the audibly alarm function is faulty. The visually alarm function works. No patient involvement. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.